Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the issue was resolved. The cause of the out of range impedance was that electrode that was being used had high impedance. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient was getting the out of regulation (oor) / "setting not available" message on program. Impedances indicated two electrodes were out of range. Rep attempted to program around the out of range electrode. Rep indicated that this was the second time oor occurred with this patient. No patient symptoms or complications were reported in this event.